Manufacturer narrative:
The device was received undeployed with the top housing window and needle well empty. The data shows the device was received in pod state 15 having delivered 0 pulses. No damage or defects were observed that would prevent the device from deploying. No evidence of a needle mechanism failure was found during the investigation. Corrosion was observed on the bottom battery and pcb. Battery voltages were measured to be low, and the shelf mode current was measured to be high due to the internal corrosion. The leak test was run, and no leaks were observed. The cause of the internal corrosion could not be conclusively determined. The investigation of the device and data indicates that the corrosion did not affect the functionality of the device.

Event description:
It was reported that the pink slide did not move forward and the pod needle was never deployed. This indicates a needle did not deploy needle mechanism failure; the pod was not worn due to this issue. No impact to blood glucose levels was reported.

Event description:
It was reported that the pink slide did not move forward and the pod needle was never deployed. This indicates a needle did not deploy needle mechanism failure; the pod was not worn due to this issue.

Manufacturer narrative:
The device has been returned however the investigation has not yet been complete. Once the investigation is complete, a supplemental report will be submitted with, the investigation results. We are unable to confirm the reported needle mechanism failure or, to determine its root cause. Lot release records were reviewed and the product lot met, all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use, testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.